Event description:
The right cochlear implant showed gradual device malfunction and failed integrity testing. Patient presented for an elective revision of the implant. The electrodes were damaged during the extraction of the implant. The implant was then extracted from the cochleostomy site without difficulty.